Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) visited the site to check the system and ensured the hospital wall plug was safe. The fse instructed the hospital staff that the psc should plug directly into the hospital wall, not to the insulator, especially multiple extensions. The insulator was replaced due to similar issue from other devices belonging to the hospital. The fse confirmed that system is safe and issue has been solved.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the hospital staff detected electrical leakage due to faulty insulation on multiple extension cords. At the time the event occurred, anesthesia had already been administered to the patient. The staff felt an electric shock from the patient side cart (psc) while trying to into a broken insulator or extension cord. The hospital employee did not require any intervention as a result of the electric shock. After the issue, the insulator was removed and the psc was plugged directly into a hospital wall. No injury to staff or patient occurred. The procedure was completed robotically as planned.